Manufacturer narrative:
H.6. Investigation: neither sample or photo was returned so the failure mode can't be observed. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood during use while used on a patient with "aplasia, decompensated cirrhosis and ascites" who was receiving a "blood transfusion, protein supplement and other symptomatic treatment." The patient received the transfusion as a response to "repeated dizziness and fatigue" from "tinnitus 20 years" that increased with "abdominal distension" and the "lower limb was swollen for more than half a month". The following information was provided by the initial reporter, translated from chinese to english: "because of repeated dizziness and fatigue, tinnitus 20 years, increased with abdominal distension.the lower limb was swollen for more than half a month at 8:00 on (B)(6) 2019, and the patient was hospitalized with aplasia, decompensated cirrhosis and ascites.according to the emergency department after admission level care.intima-ii establish access.follow the doctor's advice to give blood transfusion, protein supplement and other symptomatic treatment. On (B)(6) 2019 7:30 found the patient intima-ii mouth bleeding.tear the patch immediately.the needle was sterilized with iodinovolt, and the tube was replaced after the needle was removed."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd intima-ii¿ closed IV catheter system leaked blood during use while used on a patient with "aplasia, decompensated cirrhosis and ascites" who was receiving a "blood transfusion, protein supplement and other symptomatic treatment." The patient received the transfusion as a response to "repeated dizziness and fatigue" from "tinnitus 20 years" that increased with "abdominal distension" and the "lower limb was swollen for more than half a month". The following information was provided by the initial reporter, translated from chinese to english: "because of repeated dizziness and fatigue, tinnitus 20 years, increased with abdominal distension.the lower limb was swollen for more than half a month at 8:00 on (B)(6) 2019, and the patient was hospitalized with aplasia, decompensated cirrhosis and ascites.according to the emergency department after admission level care.intima-ii establish access.follow the doctor's advice to give blood transfusion, protein supplement and other symptomatic treatment. On (B)(6) 2019 7:30 found the patient intima-ii mouth bleeding.tear the patch immediately.the needle was sterilized with iodinovolt, and the tube was replaced after the needle was removed." D.1. Medical device brand name: bd intima-ii¿ closed IV catheter system. D.2. Medical device catalog#: 383033. D.2. Medical device lot#: 9077830. D.2. Medical device type: n/a. D.3. Medical device manufacturer: bd (suzhou). D.4. Medical device expiration date: 2022-04-29. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: bd (suzhou). G.5. PMA / 510(k)#: n/a. H.4. Device manufacture date: 2019-03-18 h3 other text : see section h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood during use while used on a patient with "aplasia, decompensated cirrhosis and ascites" who was receiving a "blood transfusion, protein supplement and other symptomatic treatment." The patient received the transfusion as a response to "repeated dizziness and fatigue" from "tinnitus 20 years" that increased with "abdominal distension" and the "lower limb was swollen for more than half a month." The following information was provided by the initial reporter, translated from chinese to english: "because of repeated dizziness and fatigue, tinnitus 20 years, increased with abdominal distension.the lower limb was swollen for more than half a month at 8:00 on (B)(6) 2019, and the patient was hospitalized with aplasia, decompensated cirrhosis and ascites.according to the emergency department after admission level care.intima-ii establish access.follow the doctor's advice to give blood transfusion, protein supplement and other symptomatic treatment. On (B)(6) 2019 7:30 found the patient intima-ii mouth bleeding.tear the patch immediately.the needle was sterilized with iodinovolt, and the tube was replaced after the needle was removed."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked blood during use while used on a patient with "aplasia, decompensated cirrhosis and ascites" who was receiving a "blood transfusion, protein supplement and other symptomatic treatment." The patient received the transfusion as a response to "repeated dizziness and fatigue" from "tinnitus 20 years" that increased with "abdominal distension" and the "lower limb was swollen for more than half a month". The following information was provided by the initial reporter, translated from (B)(6) to english: "because of repeated dizziness and fatigue, tinnitus 20 years, increased with abdominal distension. The lower limb was swollen for more than half a month at 8:00 on (B)(6) 2019, and the patient was hospitalized with aplasia, decompensated cirrhosis and ascites. According to the emergency department after admission level care. Intima-ii establish access. Follow the doctor's advice to give blood transfusion, protein supplement and other symptomatic treatment. On (B)(6) 2019 7:30 found the patient intima-ii mouth bleeding. Tear the patch immediately. The needle was sterilized with iodinovolt, and the tube was replaced after the needle was removed."